Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1660. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer's reported problem was confirmed. The pump was found to be displaying "1660" error code alarm message during the investigation. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.